Event description:
It was initially reported that the device was showing its service indication. After evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due an electrically leaky capacitor, designator c157 from the analog pcb assembly. The leaky capacitor caused multiple event codes in addition to not allowing the device to deliver defibrillation energy. The customer received a replacement device.

Manufacturer narrative:
After an additional investigation, the cause of the reported issue was determined to be due to process residue on or around a capacitor from the analog pcb assembly, designator c157 which led to excessive leakage current.